Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located moderately tortuous and moderately calcified forearm shunt. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, the balloon ruptured on the first inflation. The procedure was completed with another of same device. No patient complications reported.